Event description:
It was reported that the insulin pump alarmed motor error and no delivery during a basal attempt. The blood glucose reading was 325 mg/dl. The motor error alarm occurred while the customer was attempting to treat using the insulin pump. No significant events leading to the alarms were observed. The customer stated that she had been receiving no delivery alarms, which she had been troubleshooting herself. She advised that the alarm had been resolved by a complete infusion set change. She declined return of the infusion set and reservoir for analysis. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.